Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving appropriate shocks. The patient was reported to have noise on a competitor atrial lead. It was also stated that the device had reached eri prematurely. The device was explanted with no issues. Patient condition before, during and after the procedure is fine.

Manufacturer narrative:
No conclusion code available; analysis noted premature battery depletion in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.